Manufacturer narrative:
Case outcome: refer to cptj250902 form b investigation report (previous investigation for the same issue). Outcome of the review (detail the actions taken along with any findings): outcome of the review (detail the actions taken along with any findings): after reviewing the DHR of the lot cov5028002, was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the kit today, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed a red line next to the t-line and nothing next to the c-line. The customer sent a picture of the test cassette in question. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: refer to (B)(4) form b investigation report (previous investigation for the same issue). Outcome of the review (detail the actions taken along with any findings): outcome of the review (detail the actions taken along with any findings): after reviewing the DHR of the lot cov5028002, was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information." H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the kit today, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed a red line next to the t-line and nothing next to the c-line. The customer sent a picture of the test cassette in question. We advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.